Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that corrosion was present on the pump housing. Reportedly, the customer experienced difficulty loading a cartridge and was subsequently unable to load a cartridge due to the corrosion. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 278 mg/dl and 289 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. Based on the analysis, the alleged issue could not be verified. (Cartridge issue).